Event description:
Complainant alleged that the medics responded to call for an approx pt confined to a nursing home for the rehabilitation of a broken hip. Upon the medics' arrival, the pt was presenting an asystole heart rhythm. Electrodes were applied to the pt, and the medics attempted to pace the pt's heart rhythm. The device was set at 70 ppm and the ma was increased during the event to a maximum of 140ma. Because of a lack of muscle response and because there was no mechanical capture of the pt's heart rhythm, the pt did not appear to receive any pacing pulses. The pt subsequently expired.